Event description:
I was misdiagnosed with fibromyalgia when the two tier elisa/western blot lyme test failed to identify me having lyme disease and consequently I was not tested for any coinfections so failed to be diagnosed with babesiosis as well. I have lost almost 5 year of my life so far, as well as my job and any claim to long term disability monies due to incorrect diagnosis. It is a very rough road to recovery starting proper treatment so late. Lack of adequate testing for lyme and other tick borne illnesses has destroyed my health, quality of life and ability to support/provide for myself.